Manufacturer narrative:
Manufacturing representative went to the site to test the system, upon arrival, there was an unexpected noise when opening the gantry doors. One of the door springs was releasing late, causing the noise, the spring was greased. The door was opened and closed to test functionality. Issue resolved. Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000255. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while setting up for a case, the imaging system would not open. The manufacturer representative (rep) only heard a door clicking sound. The rep had them use the yellow reset and open door, and this worked. No further information provided. There was no patient involvement.